Manufacturer narrative:
E1intial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope exhibited image noise and flickering. The issue occurred during inspection for use, and there were no reports of patient involvement.